Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported spo2 values are intermittently faulty. Per the customer, the values "start with 84% then suddenly go to 98%." There was no known impact or consequence to patient.